Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. The delivery device was outside the loading device when it was returned. The tension spring assembly and seal were inside the delivery tube. The blue lock was engaged and the plunger un pressed on the delivery device. The tension spring assembly and seal were pulled out from the delivery tube for inspection. Microscopic inspection showed the seal intact with no cracks nor delamination. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.199 in., the outer diameter was measured at 0.219 in (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of evaluation, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.